Manufacturer narrative:
(B)(6). (B)(4). It is unknown whether the infection caused is related to our device, we are filing this report for notification purpose. : neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: scoliosis procedure or technique used: posterior fusion it was reported that patient underwent posterior fusion with 5.5/6.0 for scoliosis. Post-op, postoperative infection was observed at th2/3/4. The product came in contact with the patient. Revision surgery has not been performed at present moment. 5.5 system was used but it was unknown if the implants caused infection.